Manufacturer narrative:
The lens was not available for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens rotated and tilted slightly post implant in the patient¿s right eye resulting in a decrease in vision. Reportedly, the lens was exchanged for a lens of different model and diopter. A capsular tension ring (ctr) was also placed. In the physician¿s opinion, z-syndrome due to capsular contraction was the most likely cause of the event. The current patient prognosis is described as ¿good.¿ additional information has been requested, but has not been received.